Manufacturer narrative:
A medtronic representative reviewed the software logs. Detail was not all telling, but there was a line in the logs(2015-01-27 16:41:11.015-00000) stating that all 192 images were acquired but that there was a error saving/transferring data at slice 138 due to load factor. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database and it is to be addressed in next maintenance release. A medtronic representative went to the site to test the equipment. After arriving on site today, it was said and confirmed, that the imaging system was used for 2 other cases without issues. The rep evaluated the system and performed several 3d spins with and without navigation with different patient settings and the system performed without any issues. Each spin had 192 slices. Inspection of logs from the reported event showed possible save / transfer error from the mobile view station (mvs). The rep placed an order for a replacement mvs cpu. Another rep confirmed that the issue seems to be intermittently with the mvs cpu. The mvs cpu was replaced. The system was tested with and without navigation for a total of 9 spins at different patient settings without error. Each and every spin had 192 slices and transferred to the navigation system without issue. The rep completed gain calibration, and verified that the system transfers exams to pacs network. The hospital staff was notified that the imaging system then passed the system checkout and was found to be fully functional. A medtronic representative reported that the surgeon has continued to use the imaging system. He is now very aware of incomplete spins, and checks every spin, every time. Follow-up testing a few days after the case in question and was never able to get a partial spin to transfer. The reps did spins where they purposely let go of the 3d aquire button and the mvs would send a complete exam (192 slices) to the navigation system even after only 11 seconds of a 26 second hd spin. The mvs also did this on non hd spins as well. They did multiple spins using different times (all short of the actual spin) with the same result. The mvs computer was returned to the manufacturer for analysis. The mvs computer was installed in the mvs cart connected to a test system and ran without any issues. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation and imaging equipment. Although a separate reportable malfunction occurred, there is no allegation to suggest that the navigation and/or imaging systems caused or contributed to the reported adverse event. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-(B)(6) fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spine fusion procedure the imaging system exam (xl, hd) transferred to the s7 after a seemingly normally spin, but the nurse noted that it was missing slices. The rep checked the mobile view station (mvs), and there were 138 slices in the saved exam and of those 138, only 136 were sent to the navigation system. After noticing the issue, the rep suggested that they not proceed to navigate, and rescan the patient. The surgeon chose not to test accuracy or rescan the patient because at this time anesthesia started having troubles regulating the patient's vitals. Due to these issues (which were completely unrelated to medtronic navigation and imaging equipment) the surgery was discontinued. For this reason there was not a second spin of the patient attempted and the rep was unable to do any further troubleshooting after patient left the room. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation and imaging equipment. Although a separate reportable malfunction occurred, there is no allegation to suggest that the navigation and/or imaging systems caused or contributed to the reported adverse event.